Event description:
The pt was in the ER and the device was used to check blood glucose. A result of 13 mg/dl was obtained at 4:25. A repeat was done at 4:51 and the result was 273 mg/dl. A lab was ordered at 4:58 and the value was 93 mg/dl. The pt received a dextrose IV. The device was replaced and requested to be returned for evaluation.